Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of pain and thrombosis are listed in the supera instructions for use as known patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional surgical procedure, treatment with medications, therapy / nonsurgical treatment and hospitalization was related to operational context. The additional supera referenced in are being filed under separate medwatch reports.

Event description:
It was reported that the patient had undergone a previous stenting procedure on (B)(6) 2016 during which two supera stents (5.0 x 100 and 4.0 x 150) were deployed in the superficial femoral artery. Predilatation was performed prior to stenting. Angiography confirmed the stents were fully apposed to the vessel wall. The patient was placed on aspirin and clopidogrel. On (B)(6) 2016, the patient was rehospitalized because they were symptomatic with pain in the affected limb's toes and a change in temperature. Angiography revealed thrombus in both deployed stents. Thrombolytic therapy with alteplase and balloon angioplasty was performed for treatment of the thrombus; however, the thrombolytic therapy had to be interrupted due to a bleeding disorder. The patient underwent transmetatarsal foot amputation of the affected limb on (B)(6) 2016. No additional information was provided.